Event description:
She has been in pain since implant surgery and has just completed a course of steroid injections to help with the pain. She is also on pain medication. They initially thought a bowel obstruction or gall bladder issues were causing the pain but both her oncologist and her surgeon agree that it is the mesh that is causing her pain. Patient reports that she is not a good candidate for surgery at this time.

Manufacturer narrative:
Based on the information currently available, it is not known whether the device caused, or contributed to the event. This report is being submitted, even though no surgical intervention has been reported, due to the potential for interventional activity associated with the symptom of pain and this device. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.